Event description:
The customer reported that on (B)(6) 2015 at approximately 01:30 am, while the ventilator was connected to a pt, the ventilator failed and displayed several error messages. The ventilator was removed from the pt. The customer has alleged that the pt sustained a pneumothorax and the injury may have been caused by the ventilator. The customer stated the following errors messages were posted: o2 measurement failed, device failure, pressure measurement inaccurate, replace ventilation unit call drager service.